Event description:
On june 24, 2026, ge healthcare became aware of an event reported to have occurred at (B)(6) hospital, located in (B)(6) involving a steris-manufactured surgical table. Ge healthcare confirms that it does not manufacture or market the surgical table system involved in this event. According to the information provided the patient was under anesthesia when the surgical table allegedly malfunctioned and collapsed, resulting in the patient falling from the operating table during the procedure and reportedly sustaining serious injuries. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).